Event description:
The customer reported that the system would lock up and then shut down and reboot without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, and reseated cables and connectors. The system operates as intended.